Event description:
The customer reported that the system is displaying problems with steering. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the cine drive and the exit interface printed circuit board. The system was tested and found to be working as intended and put back in service.